Event description:
It was reported that plastic tip on impactor broke while being used. No pieces fell into the patient. No injury. Surgery completed with hospitals devices.

Manufacturer narrative:
The associated complaint device was returned. A visual inspection confirms the femoral head tip is missing. The femoral head was not returned with the device. The device shows signs of significant wear/usage. The device was manufactured in 2016. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.